Manufacturer narrative:
Brake adjuster.

Event description:
It was reported by service report that the head end brakes could not be engaged. No patient involvement or adverse consequences are reported.